Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump was suspending without user intervention. A review of the pump history indicated multiple suspends on (B)(6) 2012. The patient denied any keypad button issues. There was no reported adverse event associated with this complaint. This complaint is being reported because the patient claimed the pump was suspending without user intervention, and suspending the pump can result in interruption of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: during evaluation, the pump was booted to the verify screen with the vibratory and audible features functioning appropriately. The pump was exercised for 24 hours with the returned battery cap and returned cartridge cap; there was no self-suspending that occurred during testing. The keypad cover was fully intact; no hypersensitive keys were observed on the keypad. The pump was able to be manually suspend and manually resume with no issues. The reported suspend issue with the pump was unable to be duplicated during investigation. Unrelated to the complaint, the audio bolus button cover was found to be missing from the pump. Therefore, a 10 unit audio bolus test was unable to be completed due to the missing audio bolus button cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.